Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the pt made a mistake of touch contamination and did not clean the exchange area prior to performing pd therapy. On an unreported date (in the same month as onset), the pt was hospitalized for the peritonitis. Treatment was not reported. On an unreported date (in same month as being admitted), the pt was discharged from the hospital. The peritonitis resolved and the pt was recovered from the event. On an unreported date, dianeal therapies were discontinued. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Event date: on an unreported date in (B)(6) 2013, the patient experienced peritonitis. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.